Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, gravida I, parity 1, endometriosis, fatigue, abdominal discomfort, vomiting, vulvovaginal condyloma and attention deficit disorder. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery ((B)(6) 2013 (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted : insertion dates in this follow-up is (B)(6) 2009 but in the summons the insertion date is (B)(6) 2007. Received treatment for pain: yes. Received treatment for bleeding: yes. Discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2009. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Discrepancy noted in essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse). Concomitant drug were added. Onset date of event pelvic pain, dysmenorrhoea, genital haemorrhage were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery ((B)(6) 2013 (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted: insertion dates in this follow-up is (B)(6) 2009 but in the summons the insertion date is (B)(6) 2007. Received treatment for pain: yes. Received treatment for bleeding: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: patient demography added. New events - pelvic/abdominal pain, chronic, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleeding, psych injury were added. Outcome of event pain, bleeding were updated as recovered/resolved. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.